Event description:
A breast biopsy was performed using the intact breast lesion excision system (formerly the en-bloc system) in 2006. The physician used a 20 mm biopsy wand when he thought he was using a 15mm wand. The extra throw length caused the nipple to be pierced. The pt was sent to the or where an excisional biopsy was completed and the wound repaired.

Manufacturer narrative:
No product was returned and no lot number was available for review.